Manufacturer narrative:
Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the keypad connector on electrical board 1 was corroded. Unable to perform displacement test and self test due to unresponsive keypad. Unable to verify alarm unspecified due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was having issues with the buttons getting stuck and had a pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the buttons are not responding for her to see the pump error number. The customer states they did not press a button down for three minutes or longer. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.